Event description:
Film review analysis: review of pre-implant cta¿s revealed that the patient had a 5.8 x 7.2cm diameter taa within the descending thoracic aorta. The thoracic diameter below the arch measured 32 x 35mm, proximal to the aneurysm was 31 x 32mm. The thoracic was essentially straight along the length of the aneurysm and proximal/distal landing zones. Just distal to the taa , near the level of the celiac artery, the aortic diameter was reduced down to 22 x 26mm likely at the location of the previously placed surgical graft the visceral vessels and renal arteries also appeared to have been bypassed. Review of angio images at implant revealed that 2 valiant devices were implanted across the taa into the descending thoracic and previously placed surgical graft. It could not be determined if the devices were implanted top-bottom or bottom¿top. There was approximately 8cm (5 stent rings) of component overlap between the two devices. The approximate proximal stent graft diameter was 28mm and the distal stent graft diameter was 26mm. No endoleak or other stent graft issues were seen at implant. Review of cta¿s from 4-months post-implant revealed that 2 valiant stent grafts were positioned within the descending thoracic aorta. Contrast was seen within the 6.0 x 7.5cm max diameter taa, at the level of the overlapping devices. The type of endoleak could not be determined from the films provided. The proximal stent graft od was 29mm. The taa began approximately 4.5cm below the proximal graft; just proximal to the taa the stent graft od was 30 x 34mm. Just distal to the taa the stent graft od was 25x26mm, and the distal stent graft od near the level of the bypassed renal arteries measured 26x30mm. No other stent graft issues were observed. Review of MRI images from 8 months post-implant were attempted; however, the assessment of any possible endoleak or other stent graft issue could not be completed due to the inability to adequately visualize the stent graft. Review of angio images during an intervention at 10-months revealed that the valiant stent grafts were positioned in the thoracic with approximately 8cm of overlap. The stent grafts were essentially straight. Angio injection from just proximal to the stent graft could not confirm any endoleak. Interrogation angio with the catheter placed near the mid-marker band of the distally implanted device, in an area of device overlap, showed contrast in the sac from a possible type iii fabric endoleak. The contrast was focalized and did not diffuse into the taa. The cause of the endoleak could not be determined. The reported possible proximal type I endoleak could not be confirmed from the images provided. The entire stent graft was then relined using another mfg¿s stent graft from 3cm proximal extending 3cm distally from the valiant stent grafts. The endoleak appeared to have resolved following relining. Review of cta¿s (1 week following the intervention) confirmed no endoleak or other stent graft issue. The max diameter taa was approximately 7.5cm. The proximal stent graft od was 28x30mm, and the distal stent graft od was 27x29mm. The cause of the likely type iii fabric endoleak could not be determined from the images provided.

Event description:
Additional information was received. Another manufacturer's stent graft was implanting resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 5.8 cm diameter thoracic aortic aneurysm on (B)(6) 2014. The diameter of the caudal to left carotid artery was 28 mm. The diameter from the caudal to left subclavian artery was 31 mm. The distal diameter of proximal neck was 31 mm. The minimum diameter of right common iliac artery was 12 mm in diameter and the left common iliac artery measured 13 mm in diameter. It was reported that the on a follow up angiogram, a proximal type I endoleak and/or a type iii endoleak was present. The physician commented that there was sufficient landing length for proximal side and sufficient overlapping length of the two devices. When angiography was carried out in the inside of the graft, an endoleak was not present however, an endoleak was present when angiography was carried out with a catheter near the overlapped site. Then, it was possible type iii endoleak (possible damaged graft). When angiography was carried out nearby proximal side, type ia endoleak was confirmed. No clinical sequelae were reported and the patient is fine.